Manufacturer narrative:
Initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. This is the first complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A review of the device history record was completed for batch # 0248506 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Samples returned - the customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag . Customer stated that a water drop was found on the needle tip. Both returned syringes were examined and no foreign matter was observed in the syringes. However, a small droplet of material came out of the barrel of one of the syringes when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. CAPA/sa - based on the above, no additional investigation and no sa is required at this time, a CAPA # (B)(4) has been opened to address this issue. DHR review - a review of the device history record was completed and all inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that 1 syringe 0.3ml 30ga 8mm had foreign matter on the cannula tip. The following information was provided by the initial reporter : the customer reported foreign matter (water drop) on the needle tip.